Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection in left pocket post replacement bilateral ins's. Nothing specific caused the infection. The device was explanted on (B)(6) 2018. A newly implemented ins inserted on the left model side with a new extension. The issue is reported to be resolved at the time of this report. The device will not be returned as it was discarded after cultures were taken. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.